Event description:
It was reported that there were episodes of diaphragmatic myopotential oversensing noted on the device that resulted in a temporary loss of pacing. The patient was pacemaker dependent. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.